Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the helix was noted to be sticking out prior to insertion in the body. The physician elected not to use the lead due to slow retraction and deployment issues. A new lead was implanted successfully. The patient was in a stable condition before, during and after the procedure.